Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that, "lucencies on x-ray of the femoral component. Patient having pain medial side of the left knee and ambulating with a knee immobilizer."